Event description:
Boston scientific received information that the patient with this device system endured ventricular tachycardia (vt). The device delivered a 21j shock, resulting in a ventricular fibrillation (vf) arrhythmia. Additional information from the local area sales representative noted that the device delivered appropriate therapy. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.